Event description:
It was reported that the patient implanted with this pacemaker was found to have experienced an accelerated heart rate. The device was checked in clinic on multiple occasions, however the symptoms persisted. The patient was noted to have also experienced multiple premature ventricular contraction (pvc) and premature atrial contractions (pac) in addition to recorded pacemaker mediated tachycardia (pmt) episodes. Device data was sent to rhythmcare for review. Data review confirmed the pmt episodes and discussed extending the post-ventricular atrial refractory period (pvarp). Rhythmcare provided additional programming options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.